Event description:
The customer reported that this central nurse's station (cns) discharged a patient without any staff input. When they attempted to re-admit the patient, they noticed the patient information had been deleted. No harm or injury was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that this central nurse's station (cns) discharged a patient without staff intervention. When they attempted to re-admit the patient, they noticed the patient information had been deleted. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that this central nurse's station (cns) discharged a patient without staff intervention. When they attempted to re-admit the patient, they noticed the patient information had been deleted. No patient harm was reported. Investigation summary: the procedures for admitting, discharging, and transferring are provided in the operator's manual, chapter 4 (admitting and discharging patients). The device logs were analyzed by nihon kohden. This is the final reply. <investigation content and result> as checking the cns logs, it was found that there was a history of the admitting/discharging between 8:02 and 8:11 on (B)(6) 2021. This was not the operation from the cns. Secondly, as checking the logs of 2 gzs used, it was found that the discharging was operated from the gz on both, and the screen lock function was set to off. It is supposed that it was operated by the user or the patient, but it could not be identified. It was assumed that the product had operated normally as specified. <action for the customer> we have informed the same phenomenon from other facilities, and it is assumed that the cause is the discharging operation by mistake on the gz for most cases. The screen lock function should be enabled to avoid the same phenomenon. In order to avoid the unnecessary screen operation such as accidentally discharging, please suggest using the screen lock function. There is no indication that the cns had malfunctioned. The service history for this cns shows this is an isolated incident with no recurrence history.